Manufacturer narrative:
The dealer states the unit has been disposed of, no return of the actual device is possible. Based on pictures provided by the dealer, which indicate that an overheating event exited the shroud, this incident is being reported to the FDA out of an abundance of caution. This failure appears consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
Invacare was notified of a concentrator fire which the end user believed started internally. The end user stated they did not notice any prior error codes. No injuries were alleged due to the incident. The dealer reported the end user and family smoke in the home. Upon dealer inspection it was noted the sieve beds were ruptured.